Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-00907. It was reported the patient had one lead with all high impedances. In turn, the system was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-00907. It was reported the patient had one lead with all high impedances. In turn, the system was explanted and replaced to address the issue. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.